Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error on the insulin pump. Customer saw a red x on the display and the pump was not dropped or bumped. Customer did not receive another alarm followed by the critical pump error. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error 53 was present in trace file due to severe corrosion on the all electronic assemblies, corrosion was also found on the battery tube, force sensor assembly and motor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, damaged keypad overlay texture, cracked battery tube threads, peeling serial number label and peeling end cap address label.